Event description:
It was reported in an article in the "european journal of vascular and endovascular surgery" titled "tip design of hemodialysis catheters influences thrombotic events and replacement rate" that sometime post a dialysis catheter placement, out of ninety-three patients, twenty-seven patients were allegedly diagnosed with thrombosis requiring thrombolysis therapy with alteplase and eighteen patients required catheter change. The current status of the patients were unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: c. Petridis, m. Nitschke, w. Lehne, e. Smith, j.p. Goltz, h. Lehnert, and markus meier (2016). Tip design of hemodialysis catheters influences thrombotic events and replacement rate. European journal of vascular and endovascular surgery, 53(2): 262-267. Doi: 10.1016/j.ejvs.2016.10.015. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.